Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states that while hospitalized, their pump was stolen. The customer's blood glucose level at the time of hospitalization was about 400mg/dl. The customer states they were hospitalized for two weeks and treated with shots and medicine. The incident was documented and no further assistance was needed at this time.